Event description:
The customer reported obtaining aspiration "p" (partial aspiration detected) errors when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer engineer (fse) evaluated the instrument but did not observe the reported problem. The fse verified instrument operation and no issues were noted. The customer has not reported of any further issues related to this event. (B)(4).

Event description:
The customer reported aspiration p (partial aspiration) errors when using the coulter lh 780 hematology analyzer. The first report of the issue occurred on (B)(4) 2014. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no reports of erroneous test results associated with this event. There was no report of affect to patient treatment, injury or death associated with this event.

Manufacturer narrative:
(B)(4). Corrected evaluation summary: a beckman coulter field service engineer (fse) evaluated the analyzer and replaced several parts on the coulter lh 780 hematology analyzer at the customer's facility between (B)(4) 2014 and (B)(4) 2014. The fse identified and corrected the cause of the ongoing aspiration p errors when the pinch valve vl62 was identified as restricted (i.e. Was not opening properly) and pinch valve vl62 was replaced on (B)(4) 2014. The analyzer was evaluated again on (B)(4) 2014 with no deficiencies identified. The fse monitored with no further reports for this issue.